Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer's blood glucose level was 110mg/dl and the sensor glucose level was 60 mg/dl at the time of the incident. The customer reported a calibration error and change sensor that triggered threshold suspend. The customer reported a blood glucose level of 300 mg/dl due to the thresh hold suspend. The customer treated with a manual injection. The customer did troubleshoot the issues. The customer was advised that the insulin pump will need to be replaced. The insulin pump will not be returned for analysis.